Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "maxed out at 0.04 units/minute" but nothing was coming out of the tubing and there was no alarm. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: the event occurred in the intensive care unit while connected to a patient. Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was found to deliver within specification during flow rate accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "pump maxed out at .04 units/min but nothing coming out of the tubing and no alarm" was not verified. Should additional relevant information become available, a supplemental report will be submitted.